Event description:
A distributor complaint report from sweden described a malfunction identified by the code 5-0x2147, for which the pump replacement was necessary. There was no reported impact on the customer's blood glucose level, as the specific value was not provided. The customer was informed about the need for pump replacement, and a new pump was sent to them within warranty. Instructions were given for returning the defective pump, but information about the backup therapy was not provided by the customer.